Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a peel-away sheath with one side of the hub detached. No part of the sheath body remained in the detached side of the hub. The sheath body was split along the tear marks on both sides. A review of manufacturing records did return a relevant finding. Therefore, the probable cause of this issue is manufacturing related. Further investigation has been initiated with the manufacturing facility.

Event description:
It was reported during insertion the sheath introducer tabs separated from the sheath body. The clinician was able to grab the sheath body and pull it out. The catheter remained in position. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).